Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no report reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance measurement was out of calibration. Review of the pump history revealed loss of prime warnings associated with zero force and several "no cartridge detected" warnings. The pump was primed and exercised with no alarms duplicated.